Event description:
It was reported that during an fem/pop graft embolectomy, a balloon rupture occurred, the catheter was advanced with the guidewire without force, leakage was seen. At exploration found a normal vein wall had been cut and the tip of the balloon was lying outside the graft. Secondary operation required to repair. No permanent pt injury reported.